Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that this occurred while the set was being turned to connect to a catheter. The reporter stated that the set's connector became loose. The device was filled with normal saline. There was patient involvement, however; there was no patient injury or medical intervention. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom luer lock of a clearlink system non-dehp catheter extension set broke away from the tubing. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection was performed and noted a hole in the two piece luer lock assembly. Functional testing and pressure testing were performed and noted a leak through the hole. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Corrected/additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.